Event description:
It was reported that a male surgeon was using a handpiece for a procedure where he was burned. There is "no long lasting injury pre sent." The surgery was completed with the handpiece operating at 800 rpm. The surgeon will be "okay", there was no additional medical or surgical follow up required due to this event for the surgeon. The surgeon was burned by two separate handpieces in the same case. This is the second of two mdrs to be submitted for this event.

Manufacturer narrative:
(B)(4). Corroded nose bearings nose spacer, bearings and other parts needed to be replaced the unit was tested and passed all manufacturing specifications. Based on the reported information, the "most likely" cause of this event was motor and/or internal housing corrosion. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. Device description: a powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. Some bur and blade features are a curved design that can provide visibility and access during cochleostomies, middle fossa acoustic neuromas, and infralabyrinth approaches to the petrous apex. An outer, non-rotating tube on curved burs helps protect critical anatomy from mechanical injury. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use. It is extremely important that the handpiece be rapidly and completely vacuum dried before storage to prevent corrosion and residue deposits in the bearing and motor.